Manufacturer narrative:
The subject device was not returned for device investigation. A device history review revealed no issues that could have caused or contributed to the reported issue. The legal manufacturer reviewed the customer provided cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: all employees did not conduct reprocessing of the device with the same procedure and reprocessing was not completed with the correct procedure. After additional training, reprocessing in accordance with the IFU is conducted. Based on the results of the investigation, a deviation from the IFU was confirmed and therefore, reprocessing may have been conducted insufficiently. The following sections in the device IFU describe the recommended reprocessing procedure: chapter 6 compatible reprocessing methods and chemical agents, chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during routine microbiological testing, the ultrasound gastrovideoscope tested positive for an unexpected contamination several times: sampling 1: 5 colony forming units (cfus) in the air/water channel and >80 cfu in the forceps channel of unidentified microbes. Sampling 2: >80 cfu in the air/water channel and >80 cfu in the forceps channel of environmental germs. Sampling 3: 2 cfu in the instrument channel of environmental germs and >80 cfu in the forceps channel of environmental germs. Sampling 4: 4 cfu in the air/water channel and 130 cfu in the forceps channel of unidentified microbes. Sampling 5: 1 cfu in the instrument channel and 3 cfu in the air/water channel of unidentified microbes. Sampling 6: - 1 cfu in the instrument channel and 1 cfu in the air/water channel of unidentified microbes. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.